Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. No device was returned for analysis. Only the packaging of the device was received. The pouch had a handwritten note indicating: leaking valve after you" and then illegible letters. Because no device was retuned, no visual inspection, or functional testing can be performed. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, faulty device left on num's desk. There were no adverse consequences for the patient. One device was discarded.